Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion of sfa artery or distal vasculature). Evaluation conclusions: known inherent risk of procedure (occlusion of sfa artery or distal vasculature). (B)(4).

Event description:
During the index procedure, the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the right distal sfa to popliteal 1 segment. An admiral xtreme pta balloon catheter and a complete se stent were subsequently used to treat a dissection. Approximately 20 months post the index procedure the patient suffered occlusion of the right sfa (r-1). Event was treated with pta and thrombolysis. Investigator assessed that the event was not related to the study device, procedure or paclitaxel. Event is resolved.

Manufacturer narrative:
The patient was treated with thrombolysis only, not treatment with a pta balloon as previously reported.